Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support a 54 year old male who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the cp placement the patient was known to have an out-of-hospital cardiac arrest, and was supported by inotropes, vasopressors, and a vent for respiratory needs. The other underlying medical history was not shared. The pump was supporting when on the day after implant the team observed a drop in hemoglobin. The hemoglobin had dropped to 6.6 g/dl, and so blood was infused back to the patient. There was no observed impella related access site bleed. The cause of the drop in hemoglobin was not known. After the infusion the hemoglobin did rise to 7.7. The patient was on heparin systemically, but not in the pump's purge fluid. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. After over 49 hours of support the pump was weaned and explanted. The patient survived the support.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information. The following information was received: the device was discarded and will not be returned.